Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the groshong s/l catheters. Post the placement procedure, it was reported that the catheter was removed due to age and comorbidities of patient. A prominence was noted over the right neck. Chest xray revealed a linear opaque structure consistent with retained internal reinforcing wire from the groshong. The patient returned to the or for removal. And it was identified that retained fragment as consistent with the distal groshong catheter tip containing the embedded reinforcing wire. And reflects mechanical separation at the tip-to-body junction. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter stylet segment was returned for evaluation. Visual evaluations were performed on the returned device. The catheter stylet hub was noted to be missing from the proximal end. The segment was noted to be bent throughout. The edges of the proximal end of the stylet were noted to be jagged, and the nature of separation was noted to be straight indicating that the catheter was trimmed when the stylet was still inside the catheter which is against instructions for use. Therefore, the investigation is confirmed for the identified improper procedure or method. However, it is inconclusive for the reported migration issues as supporting evidence of the reported migration is not available and unconfirmed for the reported fracture, material separation, stretched and material protrusion or extrusion issues as improper or incorrect procedure or method was identified. The root cause was traced to be use related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the groshong s/l catheters. Post the placement procedure, it was reported that the catheter was removed due to the age and comorbidities of the patient. A prominence was noted over the right neck. Chest x-ray revealed a linear opaque structure consistent with retained internal reinforcing wire from the groshong. The patient returned to the or for removal. It was identified that the retained fragment was consistent with the distal groshong catheter tip containing the embedded reinforcing wire and reflects mechanical separation at the tip-to-body junction. The current status of the patient was unknown.